Event description:
Pt reported obtaining back-to-back blood glucose results of 309 mg/dl, 168 mg/dl, and 500 mg/dl, while using the suspect device. Pt indicated that, based on these results, she took add'l dose of oral diabetic medication. No resultant injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.